Event description:
During preparation of the device outside the patient, the needle cannula would not fully retract back into the tip of the catheter after flushing. The intended use was for a cto in the sfa. Another outback catheter was successfully used to complete the procedure. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.